Event description:
It was reported that there was blurry image during procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. Alleged failure: 2 x scopes reported as "being cloudy." The probable root cause/s could be rough handling during sterilization or product transport. The device manufacture date is not known. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was blurry image during procedure.